Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of the patient¿s elevated ldh could not conclusively be established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2018 at 6:29:56 through (B)(6) 2018, at 9:07:49. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The submitted log files captured the pump functioning as intended with no atypical alarms. No unusual events were noted in the data. The account communicated that the patient was admitted on (B)(6) 2018, with elevated ldh and concerns for pump thrombus. The patient was started on IV heparin and a CT scan on the heart was ordered. The patient underwent an arterial phase CT of the chest/abdominal which was negative for kinks in the outflow graft. An echocardiogram was performed and revealed normal pump functions. The patient remained on IV heparin and ldh levels slowly drifted down. Coumadin was held on admission and restarted on (B)(6) 2018. The patient's permcath was removed on (B)(6) 2018. Also, the patient had some lue edema and difficulty with dialysis access, so graft mapping was performed on (B)(6) 2019. According to the account, the patient was discharged on (B)(6) 2019, and the patient¿s ldh was down to 469. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018, via transaction order (B)(4). The heartmate 3 lvas IFU is currently available. Device thrombus and hemolysis are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2018, at 6:29:56 through (B)(6) 2018, at 9:07:49. The log file was comprised of routine power cable disconnects and pi events which resulted in momentary decreases in speed per design. The other submitted log files captured the pump functioning as intended with no atypical alarms. No unusual events were noted in the data. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29mar2018. The heartmate 3 lvas IFU is currently available. Device thrombus, hemolysis, and bleeding are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced major bleeding. Treatment included surgery and a blood transfusion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 due to elevated lactate dehydrogenase (ldh) with concerning for pump thrombosis. The patient¿s ldh was 1191 on admission. The patient was started on IV heparin, and a CT of the heart was ordered. Log files were sent and were unremarkable. On (B)(6) 2018 the patient underwent an arterial phase CT chest/abdominal which was negative for kinks in outflow graft. An echo revealed normal pump functions. Coumadin was held on admission as it was unclear whether surgical intervention would be necessary. The patient remained on IV heparin and ldh slowly drifted down. Coumadin was restarted on (B)(6) 2018. Patient had some lue edema & difficulty with dialysis access, so graft mapping was done (B)(6) 2019. Graft was patent per ultrasound. Patient was discharged on (B)(6) 2019 and ldh was down to 469.